Event description:
Office reported that the patient called in with fit issues and as she tried it on during the call it fit, and she was removing it, and it pulled out her back molar crown. No other issues reported.

Manufacturer narrative:
The device will not be returned. A non-visual investigation will be performed and a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was not returned for analysis. A non-visual investigation has been completed and the results are as follows: DHR results: DHR was reviewed by daybreak. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause: a root cause for this complaint cannot be explicitly determined. Variation in the manufacturing process may cause the finished product to have a size that does not meet the standard. However, probable root cause may be due to user error to cause the size of the product which may impact customer perception of the overall fit. The manufacturer internal reference number is: (B)(4). Correction: h6,(b,c,d).

Manufacturer narrative:
Correction: g1.

Manufacturer narrative:
Case # (B)(4). Manufacturer reference: (B)(4). Additional information: a1, d4 (model #, catalog#), e1, g3. Correction: d1, d4 s.n., e2 (no), e3, g1, g2.